Event description:
Review of service data detected a reportable event. During servicing of monitor, which was returned for routine maintenance, it was discovered that monitor had a smashed battery connector and would not power up. In 2008, the patient had contacted lifecor customer support to report that his monitor would not turn on. He later called back and was complaining of alarms. The patient could not download. Support tried to have a patient services representative (psr) visit the patient, but the patient ended use later that day because he no longer needed the vest as per his doctor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unknown, but is likely due to a battery pack being forced into a monitor with the connector misaligned. The damaged connector on the monitor was replaced. No adverse events resulted from the damaged monitor. The patient ended use before the problem could be diagnosed.